Manufacturer narrative:
H4: the lot was manufactured from may 20, 2020 - may 21, 2020. H10: the actual device was received for evaluation. Visual inspection was performed via the naked eye which noted a black particle embedded in the material of the tubing line, not in the fluid pathway. The embedded particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via fourier transform infrared spectroscopy (ftir) test. Pvc is the raw material of the device tubing line. The reported condition was identified, however the embedded particle was found to be within product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter (pm) inside the tubing of a large volume infusor. This was identified during filling at the hospital. There was no patient involvement. No additional information is available.